Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. B3 revised date of event. B5 added information that was omitted from the initial report that was submitted. H6 type of investigation was revised due to device discarded. H11 updated due to the device being discarded. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient was presented with hemolysis. The hemolysis had progressed with haptoglobin administration; however, did not improve and became anuria. Dialysis was started. It was reported that the cause was insufficient circulating blood volume due to infection. No further information was provided. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injuries was not determined due to insufficient clinical details.